Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was an attempted implant due to non-conversion and out of range shock impedance measurements during defibrillation threshold testing (dft) and low voltage shock measurements. The physician requested a new device and electrode and successful dft was confirmed with in range shock impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that this system was an attempted implant due to non-conversion and out of range shock impedance measurements during defibrillation threshold testing (dft) and low voltage shock measurements. The physician requested a new device and electrode and successful dft was confirmed with in range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.